Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant was not reported. During follow up a cta identified a type iii fabric leak. The physician attributed the event likely due to a stent fracture in the distal contralateral aneurx limb. The physician performed an intervention were an endurant limb was implanted in order to reline the limb and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).